Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the second postoperative week, the patient experienced blurred vision. Anterior chamber cells and flare were confirmed. The patient was treated with an additional steroid medication. The symptoms improved after the initial treatment. There was no bacterium inspection performed.

Event description:
An ophthalmologist reported that following a bilateral intraocular lens (iol) implant procedure, the patient developed inflammation and high flare level of 17 was confirmed in the left eye. Additional information was provided which indicates that the patient experienced inflammation on the seventeenth postoperative day. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient's symptoms are improving. There has been no indication that a bacterium inspection was performed.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Evaluation summary: a company physician performed the following evaluation of photos received: although a true assessment may not be completed based only in a picture, the observed findings may be compatible with: 1. Anterior capsule opacification. 2. Post-operative intraocular inflammatory reaction. (B)(4).